Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was admitted in the hospital with a spinal injury as they fell from a balcony and fractured vertebrae. It was reported that this was unrelated to the patient¿s spinal cord stimulator. The patient¿s battery was overdischarged and not responding to the charger or the clinician programmer. It was indicated that factors that contributed to the issue was that the patient was under the influence when they fell and it was stated the spinal cord stimulator was not a factor. It was reported that while they were in the hospital the rep attempted to jumpstart the battery in order to place it into MRI mode, but the battery did not respond. The patient¿s husband had stated that the patient had not used their device for a couple of years and did not keep it charged. Conflicting information followed stating that the issue was resolved at the time of the report (follow-up was initiated for clarification). The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that yes the jumpstart done by the admitting facility resolved the overdischarge. No further complications were reported/anticipated.